Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a pump case leak is found during testing. The pump case was cracked at top-right corner of display lens. The battery compartment was cracked at the pump case seal. There was moisture corrosion visible in the pump compartment and on the display screen. The display lens was scratched. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.